Manufacturer narrative:
Additional 510(k) # that also applies to this complaint: k133317. Results: the returned penumbra system jetd reperfusion catheter (jetd) was kinked at approximately 32.0 cm and 129.0 cm from the hub. The device was ovalized at approximately 20.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed stretching on the distal shaft. There was also a catheter break on this stretched region. If the device is forcefully retracted against resistance, the device may stretch. If the device continues to be retracted against resistance, it may become fractured. Evaluation of the returned jetd revealed a kink on the distal shaft. This kink likely contributed to the resistance and subsequent stretching experienced during the procedure while retracting the penumbra system 3max reperfusion catheter (3maxc). Further investigation revealed jetd had an additional kink and an ovalization on the catheter. These damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00880.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 of the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced a penumbra system jetd reperfusion catheter (jetd) over the 3maxc with a guidewire to the target location. It was reported that the patient¿s vessels were very tortuous. The physician then attempted to retract and remove the 3maxc, however, the physician felt resistance. Therefore, the physician retracted the jetd to release tension and was then able to remove the 3maxc and the guidewire. However, upon removal, the physician found that the 3maxc was stretched. The procedure was able to be completed with one pass of the jetd. There was no report of an adverse effect to the patient.